Manufacturer narrative:
(B)(4). References 1. Hess ds, hess dw. Biliopancreatic diversion with a duodenal switch. Obes surg. 1998;8:267¿282. 2. Gluck b, movitz b, jansma s, et al. Laparoscopic sleeve gastrectomy is a safe and effective bariatric procedure for the lower bmi (35.0-43.0 kg/m2) population. Obes surg. 2011;21:1168¿1171. 3. Bohdjalian a, langer fb, shakeri-leidenmühler s, et al. Sleeve gastrectomy as sole and definitive bariatric procedure: 5-year results for weight loss and ghrelin. Obes surg. 2010;20:535¿540. 4. Lalor pf, tucker on, szomstein s, et al. Complications after laparoscopic sleeve gastrectomy. Surg obes relat dis. 2008; 4:33¿38. 5. Abd ellatifm, abbas a, el nakeeb a, et al. Management options for twisted gastric tube after laparoscopic sleeve gastrectomy. Obes surg. 2017;27:2404¿2409. 6. Gagner m, deitel m, kalberer tl, et al. The second international consensus summit for sleeve gastrectomy, march 19-21, 2009. Surg obes rel dis. 2009;5:476¿485. 7. Brethauer s, hammel j, schauer p. Systematic review of sleeve gastrectomy as staging and primary bariatric procedure. Surg obes rel dis. 2009;5:469¿475. 8. Chen b, kiriakopoulos a, tsakayannis d, et al. Reinforcement does not necessarily reduce the rate of staple line leaks after sleeve gastrectomy. A review of the literature and clinical experiences. Obes surg. 2009;19:166¿172. 9. Aggarwal s, sharma ap, ramaswamy n. Outcome of laparoscopic sleeve gastrectomy with and without staple line oversewing in morbidly obese patients: a randomized study. J laparoendosc adv surg tech a. 2013;23:895¿899. 10. Baker rs, foote j, kemmeter p, et al. The science of stapling and leaks. Obes surg. 2004;14:1290¿1298. 11. D¿ugo s, gentileschi p, benavoli d, et al. Comparative use of different techniques for leak and bleeding prevention during laparoscopic sleeve gastrectomy: a multicenter study. Surg obes relat dis. 2014;10:450¿454. 12. Shikora sa, kim jj, tarnoff me. Comparison of permanent and nonpermanent staple line buttressing materials for linear gastric staple lines during laparoscopic roux-en-y gastric bypass. Surg obes relat dis. 2008;4:729¿734. 13. Downey dm, harre jg, dolan jp. Increased burst pressure in gastrointestinal staple-lines using reinforcement with a bioprosthetic material. Obes surg. 2005;15:1379¿1383. 14. Simon te, scott ja, brockmeyer jr, et al. Comparison of staple-line leakage and hemorrhage in patients undergoing laparoscopic sleeve gastrectomy with or without seamguard. Am surg. 2011;77:1665¿1668. 15. Choi yy, bae j, hur ky, et al. Reinforcing the staple line during laparoscopic sleeve gastrectomy: does it have advantages? A metaanalysis. Obes surg. 2012;22:1206¿1213. 16. Aurora ar, khaitan l, saber aa. Sleeve gastrectomy and the risk of leak: a systematic analysis of 4,888 patients. Surg endosc. 2012;26:1509¿1515. 17. Gagner m, buchwald jn. Comparison of laparoscopic sleeve gastrectomy leak rates in four staple-line reinforcement options: a systematic review. Surg obes relatdis. 2014;10: 713¿723. 18. Nimeri a, maasher a, salim e, et al. The use of intraoperative endoscopy may decrease postoperative stenosis in laparoscopic sleeve gastrectomy. Obes surg. 2016;26:1398¿1401. 19. Wang z, dai x, xie h, et al. The efficacy of staple line reinforcement during laparoscopic sleeve gastrectomy: a meta-analysis of randomized controlled trials. Int j surg. 2016; 25:145¿152. 20. Burgos am, csendes a, braghetto I. Gastric stenosis after laparoscopic sleeve gastrectomy in morbidly obese patients. Obes surg. 2013;23:1481¿1486. 21. Subhas g, gupta a, sabir m, et al. Gastric remnant twist in the immediate postoperative period following laparoscopic sleeve gastrectomy. World j gastrointest surg. 2015;7:345¿348. 22. Afaneh c, costa r, pomp a, et al. A prospective randomized controlled trial assessing the efficacy of omentopexy during laparoscopic sleeve gastrectomy in reducing postoperative. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, following a laparoscopic sleeve gastrectomy, one patient complained of abdominal pain and had a high fever. CT scan with contrast detected an anastomotic leak. The patient was conservatively treated with a stent and nasojejunal catheter placement.